Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the physician¿s office after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation there were no treated or untreated episodes available, even though it showed that there had been one shock delivered since last follow up. Troubleshooting to view the episodes were unsuccessful. Upon re-interrogation it now noted that the counter now showed two shocks had been delivered since last follow up, but still no episodes were available. A download of the device¿s memory was sent into boston scientific¿s engineering department. Upon review of the memory, engineering confirmed that two shocks had been delivered since implant and noted that the firmware was not operating as expected. An issue with the s-ICD¿s memory was noted which affected the firmware log and follow up counters. Engineering also confirmed that the shock episode was not storing the episode nor incrementing the episode count and that no device reset had occurred. Device replacement was recommended. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A secondary review of the information within this complaint was reviewed by our analysis team. This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but may have been the result of exposure to environmental radiation. Upon receipt at our post market quality assurance laboratory the subcutaneous implantable cardioverter defibrillator's (s-ICD) memory was successfully downloaded and upon review no resets were observed. However, the format of the patient log was noted to be invalid. Review of the memory log showed a recorded treated episode, thus further confirming shock delivery. However, there were no corresponding stored episode within the device's flash memory. Memory data issues were observed within the memory log as well as the device's counter data. Analysis was unable to determine a cause of the memory data errors as the data was not consistent with a software reset. In an attempt to re-create the storage error, the s-ICD was tested with a full energy shock and interrogation following the shock noted that the episode was counted, stored and available for viewing on the programmer. Further memory testing was performed and laboratory analysis was still unable to re-create the episode storage issue observed in the field. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The cause of the no stored episode and missing data counter display observed in the field were unable to be re-created during analysis, however review of the memory log confirmed the presence of an issue.

Event description:
Boston scientific received information that the patient presented to the physician's office after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation there were no treated or untreated episodes available, even though it showed that there had been one shock delivered since last follow up. Troubleshooting to view the episodes were unsuccessful. Upon re-interrogation it now noted that the counter now showed two shocks had been delivered since last follow up, but still no episodes were available. A download of the device's memory was sent into boston scientific's engineering department. Upon review of the memory, engineering confirmed that two shocks had been delivered since implant and noted that the firmware was not operating as expected. An issue with the s-ICD's memory was noted which affected the firmware log and follow up counters. Engineering also confirmed that the shock episode was not storing the episode nor incrementing the episode count and that no device reset had occurred. Device replacement was recommended. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the subcutaneous implantable cardioverter defibrillator¿s (s-ICD) memory was successfully downloaded and upon review no resets were observed. However, the format of the patient log was noted to be invalid. Review of the memory log showed a recorded treated episode, thus further confirming shock delivery. However, there were no corresponding stored episode within the device¿s flash memory. Memory data issues were observed within the memory log as well as the device¿s counter data. Analysis was unable to determine a cause of the memory data errors as the data was not consistent with a software reset. In an attempt to re-create the storage error, the s-ICD was tested with a full energy shock and interrogation following the shock noted that the episode was counted, stored and available for viewing on the programmer. Further memory testing was performed and laboratory analysis was still unable to re-create the episode storage issue observed in the field. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The cause of the no stored episode and missing data counter display observed in the field were unable to be re-created during analysis, however review of the memory log confirmed the presence of an issue.